Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient came in for follow up 10 years post op complaining of pain. Dr worked her up and her blood work demonstrated elevated cocr levels. The patient was scheduled for revision surgery. The revision was performed. Surgeon noticed metal debris and soft tissue damage. The femoral and acetabular components were stable. The surgeon thoroughly irrigated and debrided the wound. He put a new sleeve on the trunnion and a new ceramic head.

Manufacturer narrative:
Corrected data: brand name. An event regarding altr involving an unknown stem was reported. The event was not confirmed. Visual inspection: the device was not returned and remains implanted, however images of the implanted stem were provided. The images show discoloration around the stem trunnion. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, operative reports, x rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient came in for follow up 10 years post op complaining of pain. Dr worked her up and her blood work demonstrated elevated cocr levels. The patient was scheduled for revision surgery. The revision was performed. Surgeon noticed metal debris and soft tissue damage. The femoral and acetabular components were stable. The surgeon thoroughly irrigated and debrided the wound. He put a new sleeve on the trunnion and a new ceramic head.